Event description:
Reported due to device not crossing the lesion requiring surgical intervention. The physician attempted to seal a perforation in the right coronary artery (rca) with the graftmaster device. The size and cause of the perforation are unk. The complication with the graftmaster was descrived as, "unable to cross large diameter vessel (rca) to the mid proximal target lesion." The pt was taken for an emergent coronary artery bypass graft (CABG) procedure as a result of this event. It is unk if the pt was a surgical candidate or if this event prolonged the pt's hospitalization. The current condition of the pt is unk.